Manufacturer narrative:
G4: 01oct2020. B4: 02oct2020. A central processing unit (cpu) board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the electrical open cold solders on the lead in the buzzer component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
During service of the ventilator, the manufacturer¿s international service technician reported there was an error code in the ventilator diagnostic logs indicating the backup alarm failed. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue in the ventilator diagnostic report. The manufacturer¿s international service technician replaced the central processing unit (cpu) to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.